Event description:
Account states that a mother of a homecare child said if she would have applied the suction catheter to her daughter's tracheostomy and if the daughter had breathed in, she could have died, since the suction catheter separated from the control port.